Event description:
It was reported that the pt experienced loss of therapy, abdominal pain and diarrhea. No reservoir volume discrepancies have been noted. The reporter indicated that the programming was confirmed to be correct. The hcp planned to rule out unrelated medical issues. Device troubleshooting was being considered. It was later reported that the pump reservoir was aspirated, residual volume was accurate. The pump was primed "back up normally". No other symptoms were reported at this time. Per the reporter, the pt was extubated the following day. The hcp had not determined what to do next at the time of the updated report.